Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective safety mechanism was unconfirmed as the problem could not be reproduced. One 20 ga x 0.75 in miniloc infusion set was returned for evaluation. The safety mechanism was returned fully activated over the needle. No apparent evidence of bends or deformation was observed which may have impacted the functionality of the safety mechanism. Microscopic observation of the needle tip did not reveal it to be bent or barbed. The activation issue or resistance experienced during use of the device could not be replicated as the safety mechanism was returned successfully activated over the needle. Since no apparent mechanical interference issues were observed which may have contributed to the reported event were observed, the complaint could not be confirmed. Dried residual material and handling method may have contributed to increased resistance experienced during attempted activation. A lot history review (lhr) of redy3541 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "I was notified by pediatrics about an issue that has occurred with the needle in the miniloc port access kit lot # redy3541 20 ga .75¿.rn indicated that the needle would not advance past half way. No patient harm".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy3541 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "I was notified by pediatrics about an issue that has occurred with the needle in the miniloc port access kit lot # redy3541 20 ga .75¿.rn indicated that the needle would not advance past half way. No patient harm".